Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll package was damaged / defective. The following information was provided by the initial reporter: it was reported that we have received several syringes now that are completely open on one long side. Does not look like they have been welded together at all. Batch number 2509054. Expiry date 2030-08-31.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos and one physical sample were provided to our quality team for investigation. Upon evaluation, the package was observed to be open, with the label paper folded along one side and not fully sealed in that area. A device history review was performed for lot 2509054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed and verified the product met required specification. Although a definitive cause could not be identified, the affected sample was produced in cavity one, located near the edge of the paper roll. It is possible that the paper became slightly misaligned as it passed through the supporting rollers, which may have caused one edge of the label paper to fold. During the sealing step, this folded area may have interfered with proper package sealing, as seen in the sample provided. Manufacturing personnel have been informed of this observation to increase awareness and help prevent recurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.